Manufacturer narrative:
Additional concomitant medical products: 5568; implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The initial reported event was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead experienced high thresholds and high/undefined impedance. An rv lead fracture was suspected. In addition, the right atrial (ra) lead exhibited reproducible noise. The rv lead was explanted and replaced. The ra lead was abandoned and replaced. No patient complications have been reported as a result of this event.